Manufacturer narrative:
The following functional tests were performed: the philips remote service engineer (rse) spoke with the biomedical engineer, and it was stated that while the staff were setting up the room, they turned on the x3 and saw the error speaker malfunction displayed on the x3. Biomed was then called to swap out the unit and confirmed there was no sound. The rse arranged for a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker the reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating a speaker malfunction error displayed on the x3 and unable to produce sound. The device was not in clinical use at time of event, no patient involvement.